Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated they have changed the infusion set several times, but their high blood glucose persisted. The customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with a manual injection and bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had bent cannulas in the past. Troubleshooting was not completed as the customer declined to perform a high pressure test. Customer's current blood glucose was 130 mg/dl. The customer also reported experiencing false low readings with their sensor. The customer's blood glucose would be 80 mg/dl and their sensor glucose would read 50 mg/dl. Customer's customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.